Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure f, 172 pounds, 28.6. Name of index surgical procedure? Sling operation for stress incontinence the diagnosis and indication for the index surgical procedure? Stress incontinence were any concomitant procedures performed? Yes . What symptoms did the patient experience following the index surgical procedure? Onset date? Acute post op pain on (B)(6) 22. Other relevant patient history/concomitant medications? Location and character of pain? Lower right abdominal pain. Please describe any medical intervention given for pain management including medication name and results. Ibuprofen, resolved. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgery. What is the patient's current status? Recovered. Product code and lot number? Tvtrl - 3941519.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Location and character of pain? Please describe any medical intervention given for pain management including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 device not returned.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and mesh was implanted. On 11/03/2022, the patient experienced acute post-operative pain that was reported to have a possible relationship with the study device and study procedure. The patient received unspecified drug therapy and the pain has been recovered/ resolved without sequelae as of (B)(6) 2022. Additional information has been requested.